Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported blood leaked from the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. There was no report of injury or medical intervention.

Manufacturer narrative:
Summary - bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, sleeve function testing of the customer samples was performed and no sleeve leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Additionally, no sleeve leakage was identified from the photo. Root cause - based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.